Event description:
It was reported that an extension set¿s luer did not connect to the three way clamp or to the protective cap. The male luer was missing the piece that allows it to screw in. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed, passing successfully with no issues noted. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.